Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing multiple pd treatments. The patient reported that lately there has been fluid/moisture inside of the cassette door of the cycler. The fluid was noted in the pump module area inside of the cassette door. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received a new cycler yet as it is held up at the airport, but will continue capd until the new cycler arrives. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing multiple pd treatments. The patient reported that lately there has been fluid/moisture inside of the cassette door of the cycler. The fluid was noted in the pump module area inside of the cassette door. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received a new cycler yet as it is held up at the airport, but will continue capd until the new cycler arrives. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak after completing multiple pd treatments. The patient reported that lately there has been fluid/moisture inside of the cassette door of the cycler. The fluid was noted in the pump module area inside of the cassette door. The patient was advised to discontinue the use of the cycler and follow up with their peritoneal dialysis nurse (pdrn). In a follow up, the patient reported that there were no developments of any symptoms, adverse events, injuries, or required medical interventions as a result of the reported events. The patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has not received a new cycler yet as it is held up at the airport, but will continue capd until the new cycler arrives. The cycler sets used by the patient were discarded and are not available for return for physical evaluation by the manufacturer.